Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device and delivery system (wds) was selected for use. Vascular access was obtained, and a versacross transseptal sheath was advanced into the superior vena cava (svc) and then positioned onto the fossa ovalis. The transseptal devices were positioned mid-mid and energized twice; however, septal crossing was unsuccessful. During the second attempt, the sheath slipped slightly posteriorly, although it remained on the fossa. The left atrium was subsequently accessed with the wire, and the physician exchanged the transseptal sheath for the was double curve sheath. The was sheath tracked very posteriorly and could not be visualized on imaging. At that time, a mild posterior pericardial effusion was noted. All devices were withdrawn from the left atrium back into the right atrium, and the effusion was monitored for approximately 20 minutes. The effusion remained mild and did not impact the patient vital signs. The physician assessed that the fluid was not accumulating rapidly and suspected a small posterior left atrial perforation caused by the wire. The decision was made to abort the procedure and admit the patient overnight for observation. No further complications were reported.

Event description:
It was reported a pericardial effusion occurred.a left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Vascular access was obtained, and a versacross transseptal sheath was advanced into the superior vena cava (svc) and then positioned onto the fossa ovalis. The transseptal devices were positioned mid and energized twice; however, septal crossing was unsuccessful. During the second attempt, the sheath slipped slightly posteriorly, although it remained on the fossa. The left atrium was subsequently accessed with the wire, and the physician exchanged the transseptal sheath for the was double curve sheath. The was sheath tracked very posteriorly and could not be visualized on imaging. At that time, a mild posterior pericardial effusion was noted. All devices were withdrawn from the left atrium back into the right atrium, and the effusion was monitored for approximately 20 minutes. The effusion remained mild and did not impact the patient vital signs. The physician assessed that the fluid was not accumulating rapidly and suspected a small posterior left atrial perforation caused by the wire. The decision was made to abort the procedure and admit the patient overnight for observation. No further complications were reported.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.